Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had low rotations per minute (73,396 should be at least 75,000), the teflon seal was protruding from the swivel and failed safety assessment (power broken, ran in load position). It was also observed that the vanes were worn out and the locking components were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage (worn out vanes and teflon seal) caused by normal use and servicing over time. The assignable root cause for the component damage (powerbroken, ran in load position) was caused by user error. The issue with the damaged locking components were due to failure to follow the directions for use and running the device in the safe or load position which is also classified as misuse, abuse and or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device was device was not getting full power. During in-house engineering evaluation, it was observed that the device could not secure/lock the cutter device and ran while in the safety position. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.